Manufacturer narrative:
.

Event description:
Procedure type: bilateral sequential lung transplant and sinus venous repair. According to the reporter: the surgeon was using the product to suture bovine pericardium onto an atrial septal defect. The suturing was all finished, the patient was taken off by-pass, they were getting ready to close when the anesthetist noticed a flap on the transoesophageal echocardiography. They then had to re-pledge and re-open. Two knots from the one strand in question were intact, but the suture was broken and there was one spot which was starting to unravel. As a consequence of this, the patient had to go back onto bypass (which added another 3 hours to the procedure), the cardiac tissue was re-sutured and all was ok. Reportedly, the patient was discharged and is ok. The surgeon did comment that she had 2 very junior people assisting her and there is a slight possibility that they could have nicked the suture.